Event description:
An angio-seal device was deployed following a routine percutaneous transluminal coronary angioplasty and predeployment angiogram in 2004. The pt was transferred to the ward where they became diaphoretic and hypotensive. There was no visible evidence of bleeding at the puncture site and pedal pulses were present. Atropine was administered, followed by an increase in blood pressure. The pt developed a large hemotoma 15 minutes later. A CT scan revealed a retroperitoneal bleed requiring surgical repair of the artery. The pt received 10 units of blood and remained in the hosp until their discharge 17 days later. Post surgical repair, (date unknown) the pt developed a wound ooze and was treated with an intrasite dressing. St. Jude medical is attempting to obtain additional info regarding this event.